Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a lead screw anomaly as a piece came out from the screw. The customer reported no adverse event. The event involved product(s) mmt-105elgyna. Troubleshooting was performed and the customer reported retracting the inpen screw was difficult. No harm requiring medical interventions were reported. The customer will discontinue the use of the device. The product mmt-105elgyna will be returned for analysis.

Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder or inpen front and back shell was noted. Missing injection foot. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of the travel. Leadscrew moves as intended when dialing or delivering a dosage. Unable to perform baseline and wireless functionality, displacement dose accuracy, and leadscrew reset torque test due to missing injection foot. Inpen passed front cap investigation. In conclusion: inpen was found with missing injection foot. This could affect insulin delivery. No other mechanical functions to the leadscrew were noted. Therefore, the customer concern of leadscrew anomaly could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.